Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner had failed. A field service engineer fse contacted the site and confirmed the scanner was nonoperational. Initial visual inspection identified a loose connection, which was reseated; however, testing showed the scanner was intermittent and generated an unrecognized barcode error. Follow up with the site confirmed the issue persisted, and replacement parts for the scanner and cable were ordered. After parts arrival and site access, the fse replaced the barcode scanner and secured loose connections in the e compartment, resolving the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not scanning. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.